Manufacturer narrative:
(B)(4). While at the customer site for scheduled repair of the system, the field service engineer (fse) noticed the battery swollen and the battery case separated. The fse replaced the battery. The battery is currently being investigated by the supplier for root cause.

Event description:
While serving the ultrasound system, the fse discovered the plastic housing of the cx50 separated along the weld line. There was no injury reported and no leakage of battery cells.